Manufacturer narrative:
The lot number was provided for 5 out of the 7 malfunctions; therefore, a lot history review was performed. The devices were not returned for evaluation. Medical records were provided for each of the malfunctions. Mr confirmed perforation for 5 malfunctions, however, inconclusive for 2 malfunctions. A root cause has not been determined. The devices were labeled for single use. (Unknown, gfxh2777, gfwf2602).

Event description:
This report summarizes 7 malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. Each of the 7 malfunctions involved a patient with no patient consequences. Of the 7 malfunctions, 2 were and 5 were reported to be female. Four patients' ages were provided ranging from 24 years old and 82 years-old. One patient weight was reported as (B)(6) kg. The remaining ages and weights were not provided.

Manufacturer narrative:
H10: the lot number was provided for 5 out of the 7 malfunctions; therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions and for three malfunctions medical records included images. For five malfunctions, the investigations are confirmed for perforation of the inferior vena cava. For one malfunction, the investigation is inconclusive for perforation of the inferior vena cava. For the remaining one malfunction, the investigation is confirmed for perforation of the inferior vena cava and unconfirmed for the filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (unknown, gfxh2777, gfwf2602). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced perforation. This information was received from various sources. This malfunction involved all seven patients with no consequences. Of the seven patients, five patients' ages were reported to be between 24-82 years. Two patients weight were reported ranging from 119 lbs to 156 lbs, two patients were reported as male, and five patients were reported as female. All other patient details were not provided.